Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level described as "high"; cause was not known. A correction bolus was delivered via the pump and a manual injection was administered to address the bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.